Manufacturer narrative:
Additional information was provided by the customer stating the flow rate inaccuracy observed during preventative maintenance was an under infusion. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced while running a loaded set. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy testing during preventative maintenance. There was no patient involvement. No additional information is available.